Manufacturer narrative:
Date of event. Please note that this date is based off the date that the article was accepted for publication as the event dates were not provided in the published literature. The main component of the system involved in the reported event; other applicable components are: product ID: 3387, lot# unknown, product type: lead. Costa, c., gomes, f., monteiro, j., bento, l. Complication of deep brain stimulation for parkinson's disease. Bmj case rep. 2017;2017. Doi:10.1136/bcr-2017-223264. If information is provided in the future, a supplemental report will be issued.

Event description:
Summary/reported events: a (B)(6) man who was underwent successful implant of bilateral subthalamic nucleus (stn) deep brain stimulation (dbs) for parkinson's disease (pd) no abnormalities initially, but 72 hours after implant surgery and within 24 hours of the stimulation being turned on the patient experienced two epileptic seizures. They were controlled with diazepam and stimulation was switched off. A head CT scan at this time showed an ¿intra-axial¿ hypodensity predominantly in the frontal region and edema surrounding the right electrode pathway. The patient showed no fever, increase in inflammatory markers, or abnormal cell count in lumbar puncture. However, antibiotic therapy (ceftriaxone and metronidazole) and phenytoin were started. The depressed mental status and maintenance of epileptic crisis motivated sedation, orotracheal intubation and admission to the intensive care unit. Vancomycin and levetiracetam were added to the already ongoing therapy. An electroencephalography showed diffuse slowing down without paroxystic activity and a CT angiography excluded venous and arterial thrombosis. The electrodes were not removed. All cultural exams were negative and sequential head CT scans showed a reduction in the hypodensity area with resorption of the gaseous collection and diminished edema. There was a progressive recovery of the neurological state without sequelae allowing transfer to the neurology ward and discharge from the hospital. The patient was implanted with bilateral 3387 model leads. It was not possible to ascertain any additional specific device information from the article or to match the reported event with any previously reported event. See attached literature article.

Manufacturer narrative:
Product ID: 3387, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received in follow-up provided that the event had occurred in (B)(6) 2016, as well as device and patient information.